Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025 at around 2:00pm, the cgm was 300 mg/dl but a finger stick reading was not taken at that time. The patient took a nap and became sweaty, incoherent and experienced shakiness. A finger stick was taken and it was 45 mg/dl while the cgm was 120 mg/dl. The patient was taken to the pediatrician. Prior to going there, the patient ate gummy bears and drank juice. At the pediatrician office, the patient was provided soda and vomited. A finger stick was taken and it was 38 mg/dl. The patient's mother called paramedics and when paramedics checked a finger stick it was 20 mg/dl. The patient was treated with IV sugar and was transported to the hospital. Upon arrival at the hospital the patient was thirsty and continued IV treatment. His bg went low again so he stayed in the hospital for 2 days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.